Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated top screw in clamp is loosening off and clamp not holding properly. Update- according to technician, the aluminum plate is broken off on the wheel locks.